Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The patient reported that the needle never deployed the cannula into the skin. The pink slide did not move forward into the viewing window, and the cannula was not visible when the pod was removed. The pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.